Event description:
It was reported that the patient with this right ventricular (rv) lead collapsed. It was noted that the device had a spike in pacing impedance and high capture thresholds. The patient experienced several syncopal episodes while in-clinic. Technical services (ts) reviewed the reports and noted that this lead channel exhibited several instances of a sudden jump of pacing impedance and high capture thresholds. The pacing impedance was out of range. It was also noted that the amplitudes have been variable. Ts stated the collapse correlates with a high out of range pacing impedance and high capture threshold occurrence. The lead remains in use. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).